Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to crosstalk was observed resulting in automatic mode switch episodes. No action was performed at this time. The patient was in stable condition.